Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal motion controller (umc) and the universal surgical manipulator (usm) involved with this complaint to perform failure analysis (fa). The reported errors 22020, 25734, 23118, and 307 could not be reproduced, however, the errors were confirmed and verified via error logs and system logs. The 22020 error found on the logs was pointing to dof 6 and 7 of the usm. The umc was installed and tested on the pca test system. The system started up without any error. Verified all axes with no errors or failures. Twelve power cycles were run and all passed. The board remained on the system for 1 hour idling in normal mode, with no failure/error triggered. The umc passed all tests with no error message and no failure. Additionally, the usm was also tested on an in-house system in normal mode where all tests passed. The unit was tested on a patient side cart fixture test platform (pftp) where it passed.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the universal surgical manipulator (usm) 1 did not allow control of the instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and found an error against the usm 1 wrist axis. Power cycling the system and performing an emergency power off (epo) did not resolve the issue. The customer tried a new sterile adapter (sa), a new instrument, and tried reseating the instrument and sa several times. The surgeon confirmed they would complete the procedure with 3 arms. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up the system. The system initially powered on without errors. To resolve the issue, another instrument was inserted in case the instrument was the source of the error. The sterile instrument adapter, cannula adapter, and arm clip were each removed and reattached in order to rectify the fault. The procedure was completed robotically with 3 arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm) and the universal motion controller (umc) to solve the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci products involved in this complaint to perform failure analysis. At the time of this report, the products have not been received.